Event description:
This child has a history of mondini's syndrome and was deafened by meningitis and developed meningitis again 11 months after implantation. Child was hospitalized, treated and successfully recovered.